Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with malposition may have been due to a potential error in the location of the placement. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the placement of the cylinders, as the previous implant had not been fully dilated. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the placement of the cylinders, as the previous implant had not been fully dilated. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.